Event description:
The customer reported that the device failed in testing with a 90008 error.

Manufacturer narrative:
(B)(4). The customer reported that the device failed in testing with a 90008 error. The customer reported that they found the cause of the failure to be a loose connection between the power pca and paddles connector. Reseating the connector resolved the issue.